Event description:
It was reported that the patient alleged that the device was not working correctly. The patient noted that during thresholds testing the patient felt vibration and was not feeling well the rest of the day. Technical services (ts) discussed that this device does not vibrate and was wondering if the patient was symptomatic during thresholds testing resulting in loss of capture. The patient noted that this was the case. The device remains implanted. No adverse patient effects were reported.